Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review of the reported caravel microcatheter could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and referring to known similar events, it was presumed that tension and/or torsion exceeding the product design limit generated during pushing and pulling of the subject caravel microcatheter might have been locally accumulated on the distal segment of the microcatheter while its distal segment had been caught by the calcium. Consequently, the tip segment was detached. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.). [Malfunction and adverse effects]. ~ separation.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a heavily calcified, moderately flexuous, and moderately tortuous 99%-occluded lesion in the mid left circumflex artery (lcx). First, an unspecified 6fr guiding catheter and a runthrough guide wire (terumo) were advanced. An asahi caravel microcatehter was used for wire exchange from the runthrough guide wire to a rotawire floppy guide wire (boston scientific). However, the caravel microcatheter could not be advanced and its tip segment broke off. The tip fragment could not be removed with wire manipulation or by snaring. Decision was made by the physician to continue angioplasty by inflating unspecified various balloon catheters. A 6fr guideliner catheter (teleflex) was used to deliver a 3.5x38mm xience stent (abbott cardiovascular). Post-dilatation was performed with an unspecified 3.0x12mm non-compliant balloon catheter up to 20atms, during which the caravel tip fragment was crushed against the vessel wall with the deployed stent. The timi 3 blood flow was achieved, and the final diameter of the target lesion was 3.4mm. The patient was monitored in the coronary care unit (ccu) and then discharged afterwards.